Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tube detached from connector. This event occurred on 19-nov-2024. Infusion set had been used for 24 hours. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2024-35005), was submitted on 27-dec-2024. Upon receiving the sample on february 21, 2025, new information came to light. It was observed that the tubing connector lacked glue. As a result, the malfunction code has been updated from tubing detached from tubing-tubing connector to tubing detached from tubing-tubing connector. Due to missing glue. Additional information - this MDR is being submitted to include the below: h6: component code (g). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.